Event description:
It was reported that the patient experienced post operative thrombocytopenia and had downward trending platelet counts. The study medication was halted until heparin-induced thrombocytopenia (hit) resolved. The patient switched to bivalrudin and received vitamin k to combat hypercoagulopathy from coumadin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's condition resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported thrombocytopenia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported thrombocytopenia could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Labs were drawn on (B)(6) 2022 and the blood culture grew bifidobacterium. The patient¿s kidneys, ureter, and bladder showed ileus. A respiratory culture was positive for klebsiella pneumoniae and citrobacter freudii complex. Infectious diseases was consulted, and the patient was admitted on (B)(6) 2022. The patient was treated with antibiotics. After a seven-day course of antibiotics and a hospital stay the patient was discharged on (B)(6) 2022. The patient would continue on oral antibiotics. On (B)(6) 2022 infectious diseases was consulted. The patient was started on isoniazid which they would continue for 6-9 months.